Event description:
The pt experienced a never having therapeutic effect and an inability to adjust stimulation shortly after implant which was probably due to swelling at the neurostimulator pocket site. Follow up info received from the healthcare noted that a hematoma developed after symptoms appeared and it was unk if this was due to the device. The pt had "bicycle seat" stimulation with no change in urinary incontinence. It was reported that the pt did have a stroke. Reprogramming was performed on (B)(6), 2010 with no change in results. However, it was documented that the pt had improvement in urinary frequency after device placement. Pt outcome was not reported.

Manufacturer narrative:
(B)(4).